Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilation. However, during inflation, the balloon burst. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2mr balloon catheter. Visual inspection revealed no damage or irregularity. Microscopic inspection revealed a 17mm longitudinal tear from the proximal to distal cone of the balloon. There was contrast and blood in the inflation lumen and the loosely folded balloon.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilation. However, during inflation, the balloon burst. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition was good.